Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one wax with a needle-suture and one detached needle that pertains to the product code ep8755h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the needle suture was visually inspected, and the swage and attachment area was noted to be as expected. The suture was examined along of the strand and the insertion mark could not be observed at the other extreme. The functional test was performed using instron equipment and the pull force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a complex congenital heart disease surgery procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested